Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, system had an issue where the biometric identifier was not registering, either failing to scan or taking an extended time to process, with the scanner taking up to 3 minutes to allow access to the pyxis system. However, there were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the biometric identifier was not registering. A field service engineer (fse) identified that the biometric identifier was slow due to a network communication issue, with the station not communicating for approximately 9 days. The station was moved to a different location, which restored communication, and then returned to its original location. The information technology (it) department was informed that the network port needs to be configured on the pyxis virtual local area network (vlan) to resolve the issue. The system functioned as intended after the field service engineer assessed the device.